Event description:
Event complications: unk - reported 8/26/96; none from the event - rpt'd 10/17/96. Patient's current status: alive-rpt'd 10/17/96.

Manufacturer narrative:
Device label code for f10 position 1: 1701. Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.